Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2021. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that, on (B)(6) 2021, the patient went to the hospital to reposition their medtronic pain pump. The hcp intended to remove the existing pain pump from the abdomen area of the patient and reposition the pain pump in their lower back. Following the procedure, the patient was discharged from the hospital and released to their husband. When the patient arrived at their residence, the patient's husband recognized the patient was unresponsive. The patients husband contacted 911 and an ambulance was dispatched to their residence. Upon arrival, paramedics believed the patient had overdosed and they administered naloxone ("narcan"). The patient was admitted to the hospital for approximately two (2) to three (3) days. The patient suffered acute kidney failure and serious urological setbacks. The patient was released from the hospital and was contacted by the hcp's office to discuss what had occurred.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ broken catheter related to user actions¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from company representative (rep) indicated the entire catheter was replaced on the date of this report and the catheter would be sent back.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot#: hg4t91002, implanted: 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 15mg/ml at 1 .2mg/day via an implantable pump. It was reported the patient was not getting pain relief. There were no external factors that contributed to the issue. The diagnostics and troubleshooting performed was the nurse was unable to fill the patient¿s pump. The physician checked the patient¿s pump under fluoro. The actions and interventions taken to resolve the issue was the physician did a dye study after flipping pump and found dye pooling at anchor site in the back. Surgical intervention did not occur but was planned and unknown if scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.